Event description:
It was reported that the patient presented for a routine followup. High lead impedance and increased threshold were noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.